Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 2.5 years post implant of this tricuspid bioprosthetic valve, it was explanted and replaced. The patient called medtronic patient registration and stated that 20 years ago, the valve was replaced because it was ¿damaged due to drug use¿, another valve was successfully implanted in its place. No additional adverse patient effects were reported.